Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim #(B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -7.50 diopter was implanted into the patient's left eye (os) on (B)(6)2022 . The lens remains implanted. Cause reported as unknown. Reporter states, "though the vault is less, patient is doing very well. So planning to closely follow up and not to remove/exchange at present."